Event description:
It was reported that during deployment of a vena cava filter, two filter legs were stuck in the sheath while the rest of the filter expanded. Additionally, one filter leg appeared to be crossed inward and was not in contact with the caval wall. Add'l manipulation of the filter was successful in completing the deployment. The filter remains implanted and there was no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.